Event description:
A cypher stent patient was contacted in response to a voicemail message that was left. Patient reported that she had four stents placed in unspecified vessels for unspecified reasons. Patient identified two cypher stents; no other stent information was available. Seventeen month post stent implantation, the patient experienced a "massive heart attack" which was further described as "three of the four stents were blocked." Treatment reported was "life support", balloon angioplasty and hospitalization for two weeks. Additional treatment included simvastatin, carvedilol, lisinopril, ranexa, and digoxin. The patient was diagnosed with copd. Treatment reported was advair inhaler and singulair. Event is ongoing. Additionally, patient reported that beginning a month later she experienced "chest pain" and treatment reported was hospitalization for three weeks. Patient was discharged home from the hospital. No further information was available.

Manufacturer narrative:
Information received through medical affairs indicated that a patient experienced a myocardial infarction, restenosis and chest pain after having coronary artery stents implanted. The patient's medical history is significant for an allergy to sulfa, breast cancer, coronary artery disease and nausea. The patient was contacted after leaving a voicemail message and reported the following: patient reported that she had four stents placed in unspecified vessels for unspecified reasons. Patient identified two cypher stents; no other stent information was available. Seventeen months post stent implantation; the patient experienced a "massive heart attack" which was further described as "three of the four stents were blocked." Treatment reported was "life support", balloon angioplasty and hospitalization for two weeks. Additional treatment included simvastatin, carvedilol, lisinopril, ranexa, and digoxin. The patient was also diagnosed with copd. Treatment reported was advair inhaler and singulair. Event is ongoing. Additionally, patient reported that beginning a month later she experienced "chest pain" and treatment reported was hospitalization for three weeks. Patient was discharged home from the hospital. No further information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction, restenosis and chest pain are known potential adverse events associated with implanting coronary artery stents. With the limited information provided it is not possible to determine what factors may have contributed to the reported events. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2011-00321 and 3003742446-2011-00322.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Post-procedure medications included aspirin and plavix. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2011-00321 and 3003742446-2011-00322.